Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difficult to dial/dose, cartridge holder damage. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: damaged inpen. The event involved product(s) mmt-105nnblna. Customer reported high bgs. Customer reported dose knob/dial difficult to turn. Inpen replacement initiated. No further patient complications were reported. Mmt-105nnblna was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Per visual inspection: inpen front and back shell locked in place properly. Cartridge holder was received with glued into the cartridge holder cavity. Unit paired successfully to commercial app. Performed lead screw reset torque test. Inpen passed and is within specification (ccw: 3.0 ozf-in). Inpen passed front cap investigation. Unable to perform baseline/wireless functionality and displacement dose accuracy test due to cartridge holder was received glued into cartridge holder cavity. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of difficult to dial/dose could not be confirmed. However, cartridge holder was received glued into cartridge holder cavity making it difficult to performed baseline/wireless functionality or confirmed damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.